Manufacturer narrative:
The t3 calibration signals were ok. Upon review of quality control data, values drift heavily upwards and downwards, with multiple values outside of specifications. Controls performed on (B)(6) 2021 were outside of specification. Controls were not performed on (B)(6) 2021. Controls on (B)(6) 2021 were ok. Based on control recovery on the analyzer, the t3 values should not be trusted. Upon review of the alarm trace, multiple reagent liquid level detection alarms were observed on (B)(6) 2021. The investigation could not identify a product problem.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys t3 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample resulted in a t3 value of 3.72 nmol/l (reference range = 1.30 - 3.10 nmol/l) accompanied by a data flag when tested on the e411 analyzer. The sample was repeated on a vidas analyzer, resulting in a value of 2.87 nmol/l (reference range = 0.90 - 3.10 nmol/l). (B)(4).